Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was caller reported that they were preparing for a case for pt , and was attempting to interrogate a new ipg that had not yet been implanted and received service code 0x75f6f4f5. Caller explained that they attempted to interrogate a second ipg with the clinician programmer (cp) and received the same error code 0x75f6f4f5. Caller stated they attempted to interrogate a third ipg and was able to successfully interrogate the ipg so pt was implanted with that ipg. Tss reviewed exiting the cp app and accessing the patient data service app, then going back into the cp app. Caller confirmed they were then able to interrogate both ipg's that they originally received the service code error message with. Caller inquired about returning the ipg's. Caller was unable to obtain the tablet serial number. Tss reviewed information and transferred caller to customer service. A response was received from a manufacturer representative (rep) stating they do not know the cause of the service code, and it was not a software problem, and the inss were returned to manufacturer.

Manufacturer narrative:
H3: product ID 977006 serial# (B)(6) was returned for product analysis. Analysis found no anomalies. Other relevant device(s) are: product ID: a71200, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.